Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy. High impedances were noted on their lead. As a result, surgical intervention was taken to replace the lead. During the procedure the lead was observed to have been fractured.

Manufacturer narrative:
Microscopic inspection of the returned lead revealed a kink on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo at proximal end.